Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a proglide device using the pre-close technique prior to an interventional left atrial appendage (laa) closure procedure via a 6f sheath. A first proglide device was pre-placed successfully. Reportedly pre-placement was attempted with a second proglide device; however, a cuff miss [suture-retrieval issue] occurred. The suture of an additional proglide device was successfully pre-placed. The sheath was upsized to 14f and the laa closure procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. A review of the electronic lot history record and corrective action tracking system for the web database for the reported lot revealed no associated nonconforming material records or exceptions to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.